Manufacturer narrative:
H10: manufacturing review: the lot history records of this lot# were reviewed with special attention to the manufacturing and inspection of this product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issues. Investigation summary: the sample was returned for evaluation. The returned catheter sample was found in used condition without stent that reportedly had been deployed inside patient. The inner catheter cardan tube was found broken, and the distal end including tip was missing which leads to confirmed result for break. Images demonstrating detachment inside patient were not provided. A 5f introducer with 0.018" guidewire were used for access, and the lesion was pre dilated. Based on the information available the investigation is closed with confirmed result for inner catheter cardan tube break. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instructions for use states: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' Regarding pre dilation the instructions for use states: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' Under materials required the instructions for use states: '5f (1.67 mm) or larger introducer sheath (¿); 0.014-inch (0.36 mm) - 0.035-inch (0.89 mm) diameter guidewire'. Regarding insertion and removal difficulty of the delivery system the instructions for use states: 'if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used.', and 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together.' Holding and handling of the system throughout deployment was found sufficiently described. H10: d4 (expiry date: 08/2024), g3. H11: h6 (device, method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a stent placement procedure in the right popliteal artery via groin access, the stent tip was allegedly fractured while retrieving. It was further reported that tip migrated down the wire and lodged in the delivered stent. Reportedly, covered stent was trapped the fractured stent delivery tip and removed from the lumen of the artery. There was no reported patient injury.

Event description:
It was reported that during a stent placement procedure in the right popliteal artery via groin access, the stent tip was allegedly fractured while retrieving. It was further reported that tip migrated down the wire and lodged in the delivered stent. Reportedly, covered stent was trapped the fractured stent delivery tip and removed from the lumen of the artery. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 08/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.